Manufacturer narrative:
The three armboards were returned to steris for evaluation and were found to be splintered resulting in the reported event. The damage observed is indicative of the armboard not being properly positioned during table articulation. The armboard instructions for use states, "warning: personal injury and/or equipment damage hazard - do not use equipment if worn, damaged or cannot be securely tightened. Cracked or splintered surfaces may cause injury. Inspect armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to use." Additionally, the instructions for use states, "warning: personal injury and/or equipment damage hazard - to prevent armboard or table damage, ensure armboard is not installed or moved parallel to table side rails. This orientation results in damage to armboard and/or table during table articulations." A steris account manager performed in-service training on the proper use of the armboard. No additional issues have been reported.

Manufacturer narrative:
The armboards subject of the event were removed from service following the reported event and are being returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that employees have obtained small cuts on their hands from the surface of three of their armboards. No medical treatment was administered.